Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to adjust the stimulation. The battery light on the programmer was flashing. The patient had surgery on (B)(6) 2010 to correct the problem. The device was reprogrammed successfully. The patient no longer had problems with the system. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.